Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device could be unlocked but the touchscreen would not register input, leaving the user stuck on the general settings tab, while glucose readings on the home screen remained viewable; troubleshooting steps including power cycling, removing from the charging cradle, and touch calibration did not resolve the issue, and a replacement was shipped. Symptoms included no adverse clinical effects, and blood glucose values were reported as normal. Outcomes included temporary loss of device usability and reliance on cgm for glucose monitoring. Investigation included technical troubleshooting by support and coordination with the carrier to correct a shipping address discrepancy for the replacement and inspection of the returned device. Investigation of this device revealed a suspected touchscreen malfunction consistent with a user interface failure of the display/touch component, with no evidence of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen subsystem.